Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred at least a year from the date the manufacturer became aware of the event.